Manufacturer narrative:
Initial reporter name and occupation were not available on the date of filing. Lot number was not available on the date of filing. No device/components were returned to the manufacturer on the date of filing. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a damaged spine clamp. No further details available. There was no patient present.

Manufacturer narrative:
The short spinous process clamp was returned to the manufacturer for analysis. Analysis found that the clamp was missing the adjustment screw. Analysis found that the reported event was related to a physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the set screw backed out of the clamp. No patient impact as this was discovered before the case.